Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported backup vvi was confirmed in the laboratory and was due to a power-on reset. The power-on reset occurred during a capacitor maintenance. The last battery voltage measurement indicated that the battery was below eos. During the capacitor maintenance, the device battery voltage momentarily dropped below the power-on reset threshold and caused the device to enter backup vvi mode. A longevity calculation was performed and found to be within the expected limits. The device was tested using automated test equipment, and no anomaly was found.

Event description:
It was reported that when the patient presented in clinic for a follow up, the device was found to be in back up vvi mode with no defibrillation therapy. The device was explanted and replaced. No further information is available.